Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, dehydration and an infection. The reported blood glucose reading at the time of the call was 412 mg/dl. Troubleshooting was performed and the daily totals did not match up correctly with the bolus and basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.